Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was cut, debris under the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak caused by a cut video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bubbles appeared from three different points at the video cable and video connector intersection. The issue occurred during reprocessing. There were no reports of patient involvement.